Event description:
The customer reported that while the iabp was in use on a pt, the unit alarmed :internal communication failure" and stopped pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative verified the communication errors in the logs. He replaced the front end pcb (part number: 0670-00-0769). In an unrelated service activity, the software was upgraded to the latest revision. The iabp was tested to factory specification. It functioned normally and was returned to the customer.